Event description:
I have undergone 2 breast augmentations in the past 4 years. My health has declined drastically. My immune system has completely crashed. I have had sepsis twice. I live with 49 symptoms and currently do not work. I have extreme cognitive dysfunction and breathing problems. My fatigue is extreme. Chronic digestive issues; cold intolerance, purple lips, cold hands and feet, dizzy, blacking out; many more issues.